Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was failed and unable to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d4 model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure code for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer magnet was missing. A field service engineer (fse) ran the hardware test application (hta) and tested the drawer; the drawer did not open and was shown as open in hta. The fse removed the drawer and inspected the inseparable latch, where it was confirmed that the magnet was missing. The inseparable latch was removed and replaced, and the drawer was reinstalled in the station. Upon reboot, the drawer became operational and successfully recovered. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was failed and unable to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.